Event description:
Allegedly the surgeon found a break of the plate on the only right side in (B)(4) 2012. The patient didn't feel any pain. The surgeon said he bended the plate a little. High activity level. The original surgery was performed on her hallux valgus.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the product. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).